Manufacturer narrative:
Combination product: yes the complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, twelve images taken from the angiogram were reviewed. Review of the angiographic images did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion with 90 percent stenosis degree. The stent was dislodged inside the patients body.